Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain, amongst non serious events. Plaintiff underwent a hysterectomy and right salpingectomy, however, the procedure had to be stopped due to an excessive bleeding during surgery. Pelvic pain and procedural haemorrhage are anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. As procedural haemorrhage occurred during removal procedure, a causal relationship with essure was considered as related to essure. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and procedural haemorrhage ("excessive bleeding during surgery") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure at an unspecified dose and frequency. In 2009, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required). In (B)(6) 2014, the patient experienced procedural pain ("painful invasive procedure") and procedural haemorrhage (serious criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation / prolonged menstrual cycle"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), hypoaesthesia ("numbness in leg"), peripheral swelling ("swelling in leg") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy and salpingectomy, during which her uterus,cervix and right fallopian tube were removed). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, alopecia, fatigue, weight fluctuation, hypoaesthesia, peripheral swelling, amnesia, procedural pain and procedural haemorrhage outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, alopecia, fatigue, weight fluctuation, hypoaesthesia, peripheral swelling, amnesia, procedural pain and procedural haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2008: hysterosalpingogram result was confirmed full occlusion of both fallopian tubes. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain, amongst non serious events. Plaintiff underwent a hysterectomy and right salpingectomy, however, the procedure had to be stopped due to an excessive bleeding during surgery. Pelvic pain and procedural haemorrhage are anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. As procedural haemorrhage occurred during removal procedure, a causal relationship with essure was considered as related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("heavy bleeding during menstruation / prolonged menstrual cycle") and procedural haemorrhage ("excessive bleeding during surgery") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (gravida 6), parity 5 ((B)(6) 1995, (B)(6) 1997, (B)(6) 1998, (B)(6) 2002, (B)(6) 2005, (B)(6) 2008), premature rupture of membranes in 1998, chorioamnionitis (at 20 weeks gestation) and death fetal. Concurrent conditions included morbid obesity, spondylarthritis since (B)(6) 2016 and polycystic ovary since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe pain during menstruation"). On (B)(6) 2008, the patient experienced menstruation irregular ("irregular period"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced procedural pain ("painful invasive procedure"), procedural haemorrhage (seriousness criterion medically significant) and complication of device removal ("left fallopian tube could not be removed due to excessive bleeding during surgery; the doctor could not finish"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping/pain"), back pain ("severe back pain"), migraine ("migraines"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), hypoaesthesia ("numbness in leg"), peripheral swelling ("swelling in leg"), amnesia ("memory loss"), middle insomnia ("sleep disruption") and hot flush ("hot flashes"). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy and salpingectomy, during which her uterus,cervix and right fallopian tube were removed) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, back pain, alopecia, fatigue, weight fluctuation, hypoaesthesia, peripheral swelling, amnesia, procedural pain, procedural haemorrhage and complication of device removal outcome was unknown, the menorrhagia, dyspareunia, migraine, menstruation irregular and vaginal haemorrhage had resolved and the dysmenorrhoea and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hypoaesthesia, menorrhagia, menstruation irregular, middle insomnia, migraine, pelvic pain, peripheral swelling, procedural haemorrhage, procedural pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: per plaintiff fact sheet: when conducting total hysterectomy procedure the left ovary and part of the left fallopian tube could not be removed due to excessive bleeding during surgery; the doctor could not finish. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: confirmed full occlusionof both fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jul-2018: reporter information was updated. Her historical condition was added. Per plaintiff fact sheet event: left fallopian tube could not be removed due to excessive bleeding during surgery; the doctor could not finish was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("heavy bleeding during menstruation / prolonged menstrual cycle") and procedural haemorrhage ("excessive bleeding during surgery") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, spondylarthritis since (B)(6) 2016 and polycystic ovary since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe pain during menstruation"). On (B)(6) 2008, the patient experienced menstruation irregular ("irregular period"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced procedural pain ("painful invasive procedure") and procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping/pain"), back pain ("severe back pain"), migraine ("migraines"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), hypoaesthesia ("numbness in leg"), peripheral swelling ("swelling in leg"), amnesia ("memory loss"), middle insomnia ("sleep disruption") and hot flush ("hot flashes"). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy and salpingectomy, during which her uterus,cervix and right fallopian tube were removed) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, back pain, alopecia, fatigue, weight fluctuation, hypoaesthesia, peripheral swelling, amnesia, procedural pain and procedural haemorrhage outcome was unknown, the menorrhagia, dyspareunia, migraine, menstruation irregular and vaginal haemorrhage had resolved and the dysmenorrhoea and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hypoaesthesia, menorrhagia, menstruation irregular, middle insomnia, migraine, pelvic pain, peripheral swelling, procedural haemorrhage, procedural pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: confirmed full occlusion of both fallopian tubes quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information, patient details, other relevant history, lab data, product information, event outcome, events-irregular period, sleep disruption, hot flashes, abnormal bleeding (vaginal), headaches, weight gain were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6) 2018: processed with fu2 incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.